Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that she was recently hospitalized due to a hyperglycemic event during which patient claims that her bg was in the approximately 600 mg/dl while her cgm levels were normal (patient does not offer value). Patient offered one inaccuracy instance as an example where bg/cgm was 153/315 mg/dl. During her call to dexcom technical support, patient was out of the hospital. Dexcom technical support has attempted several times to reach patient in order to collect more information but was unsuccessful in doing so.